Event description:
It was reported that during an unrelated hospitalization, a loss of capture was observed in the patients ventricle. It was noted that the patients right ventricular lead had become dislodged years ago. The patients device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.